Event description:
It was reported to gore that a patch was implanted at the pii segment of the superficial femoral artery using gore-tex suture. Several hours later, the pt had bleeding within the segment. The site was re-opened and it was observed that the suture had broken. The broken portion of the suture was removed and the remainder was left in place. It was reported that the suture line was repaired and the pt is doing well.

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. Based upon the available information a root cause cannot be determined. All information has been made available for tracking and trending.